Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose level of 261 mg/dl. The customer stated this was due to food they had consumed. The customer administered a manual injection. Subsequently, the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. The customer resumed insulin therapy.